Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08jan2021.

Event description:
It was reported to philips that the device had an alarm led failed. The device was not in clinical use at the time of the event. This issue occurred during set up. There was no delay to patient care, and no harm to the patient or user reported. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The rse advised the customer the recommended repair for the alarm led failed diagnostic code is to replace the power switch overlay. A good faith effort was made and the customer stated that the power switch overlay was replaced which resolve the issue. The device passed all testing and was placed back into service.